Event description:
As reported by the facility: a braun ultrasite us3140 pump IV set has a defective backcheck valve. When the tubing is used without a pump, drugs given by syringe can flow backwards. This patient needed a rapid sequence induction of general anesthesia. The induction drug propofol was given into the tubing using a 20ml syringe, then the muscle relaxant succinylcholine was given. The drugs had backed up into the tubing and the drip chamber and into the 1 liter bag of fluid. The patient got a mix of succinylcholine and propofol potentially experiencing the muscle relaxant without the general anesthetic. Additional information provided by the facility indicated it could not be determined if this incident was due to the set or a personnel issue, since the set was not used with a pump. The patient suffered no additional adverse sequela associated with this incident. The actual sample was discarded and will not be sent for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and the actual lot number is unk. Without the sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn.